Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that hospitalization was not diabetes or insulin pump related.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was hospitalized on an unknown date for an unknown reason. Customer's blood glucose level was 235 mg/dl at the time of incident. Customer stated that she was in the hospital for 2 weeks and her insulin pump was turned off and trying to connect her transmitter and meter back to the insulin pump. The device will not be returned for analysis.